Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. The device has not been sent back. Thus, a proper device analysis could not be completed nor the reported issues confirmed. The customers stated that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. It was stated by the customer they are using a j&j injector to implant lenses, our lenses are intended to be implanted using a z28 cartridge and r28 injector. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: loading strategy; lens placement technique; accessory device support; poor handling during folding and inserting.

Event description:
It was reported that after the doctor implanted a CT lucia 602 the iol tilted 90 degrees. The surgeon believes the issue could have been caused by large white to white corneal diameter. The lens was removed, and a competitor lens was implanted. No adverse patient effects or clinically significant delay was reported.